Event description:
Pt receiving fentanyl via IV pump at a continuous rate. He became hypotensive during the night and the fentanyl was put on "standby" mode. The pt remained hypotensive. At that time staff noticed the pump was still infusing despite reading "standby". The pt received extra doses because of the pump error. This occurred on channel c of the pump.